Event description:
Device malfunction: failure to deploy. Time of symptoms/ae: during procedure. Symptoms/ae: occlusion/hematoma/surgery. The following events were noted through a periodic article review. The study was conducted from january 2006 to march 2008 at a single-center with 15 consecutive patients undergoing transfemoral percutaneous aortic valve replacement (pavr) using a modified perclose technique with 6 fr perclose devices. Large-bore femoral artery access was required and 11fr-26fr delivery sheaths were used. The purpose of the study was to evaluate the feasibility, safety and efficacy of suture-mediated closure devices. Reportedly, the following events occurred: the device failed to deploy in three patients, and were exchanged for a second perclose, and successful deployment was achieved; one pt experienced "pulselessness" of the left leg directly after the procedure. During tightening of the preloaded sutures, an intima flap was captured leading to total occlusion of the vessel. Surgical repair was performed with full recovery; and two hematomas occurred at the access site with a diameter between 5 and 10 cm. Unspecified treatment for the hematomas led to recovery in all patients. Additionally, three patients reported groin pain that regressed over time and fully resolved.

Manufacturer narrative:
This report involves a retrospective study noted in an article. The devices were not available for analysis, and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Attachments: philipp kahlert, md, et al; "a modified "preclosure" technique after percutaneous aortic valve replacement", published catheterization and cardiovascular interventions 2008; 72:877-884. See scanned pages.